Event description:
Inbound. Reports cadd legacy pump sn (B)(4) beeping and no disposable alarms after she had infused cassette #5 from 03/29/2022 shipment for about 12 hours. Unable to resolve it herself with troubleshooting, so she moved cassette to backup pump and it is infusing without problems. Reports seasonal allergy flareup and laryngitis since (B)(6) 2022. Replacement pumps sent and box for return. No further details provided.